Event description:
The patient was going to be started on dialysis and so we were going to switch him from the freedom driver to a c2 driver. When we switched the patient to the c2 driver, it started alarming for system malfunction. We quickly put the patient back onto the freedom driver, which was still running. The freedom driver was then alarming with a permanent fault alarm. We switched to the back-up freedom driver that was immediately available. The device never stopped pumping, and there was no harm to the patient. Patient was stable on the back-up freedom driver and an additional back-up was placed in the room after passing the driver check-out and being programmed with a rate appropriate for the patient.we turned on c2 driver with the intention of putting the patient on support. Touch screen on the c2 driver could be used to change the settings on device, but the screen on the hospital cart could not allow us to change the settings. Both hospital cart screens worked with other c2 machines. The driver was not connected to the patient at any point.with regard to the freedom driver that was alarming system malfunction in the above description, it was working normally until we tried to exchange it for the c2 hospital driver. As noted above, the hospital driver alarmed with system malfunction when we attached it to the patient so we immediately switched the patient back to freedom driver serial which then proceeded to alarm with a permanent fault alarm. We then switched the patient to the back-up freedom driver, a third device, which functioned normally. The pump never stopped and there was no detrimental effect on the patient.